Manufacturer narrative:
See manufacturer¿s report # 3004209178-2018-00446 for concomitant ins information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient had not had any relief in their urinary problem. Patient was worse in the morning as they were going 3-4 times every hour, but was getting some relief at night only going 3-4 times a night. It was noted patient had not changed or adjusted their settings since implant. Patient mentioned that it was a last minute decision to put a second implant in. Patient further noted that they had a rash and itch on their scalp, near their backside, and near the incision site. Patient saw a dermatologist and tried a cream but it did not work. No further complications were reported. Additional information was received. Consumer reported the rash was still present even though they saw two dermatologists. No further information received. Additional information was received. It was reported that the patient stated their 2 devices they had not worked yet and they were very disappointed. Patient stated sometimes they urinated more than they ever did before, sometimes it was the same. Patient stated they kept reprogramming and it was still not doing anything. Patient stated they currently felt stimulation on both sides. Patient had been in touch with manufacturer representative (rep) and had done reprogramming over the phone, they planned to call the rep again the week of the call. Patient reported they had developed rashes and itches on their back and scalp, not on their front. Patient was advised to follow-up with their healthcare provider to get tested for allergy. Patient also reported their incisions bothered them the first couple of days because it was hard to get comfortable. Patient had mentioned to rep that their system was not working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as device still not working properly. Device not working had not been yet resolved. They were still itching and miserable. Patient's weight was reported.

Manufacturer narrative:
Other applicable components are: product ID: 3058, (B)(4), implanted: (B)(6)2017, product type: implantable neurostimulator, product ID: 3037 , (B)(4), product type: programmer, patient. Additional review indicates information reported previously in manufacturer's report (MFR) #3004209178-2018-00446 about the one ins (B)(4) that was used pertains to this manufacturer¿s report. Any additional information related to the second ins will be reported under this MFR. If information is provided in the future, a supplemental report will be issued

Event description:
Additional information received from the manufacturing representative as patient called back because they wanted to know what materials the lead wires are made out of. It was reviewed information in lead manual as well as implant manual for ins. Patient again stated that they had been developing a "terrible itch and they scratches it and it becomes a terrible rash". Patient said that it was located on the buttocks, on her back and in their scalp and had moved over to their neck and chest and arms. Patient said "it felt like a lot of different insects crawling all over them". Patient was again directed to doctor to determine if this was cause by an allergic reaction to the implanted components.